Event description:
It was reported that an ilet bionic pancreas sustained external damage when it was dropped, resulting in a cracked touchscreen that rendered the device nonfunctional and no longer watertight, and the user transitioned to multiple daily injections while continuing cgm use. Symptoms included no reported adverse physiological effects. Outcomes included replacement of the damaged device and instruction to shut down the unit and return it. Investigation included review of event details and verification of shipping, return, and data-handling instructions and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen component consistent with user-induced impact, with loss of device functionality attributable to the damaged display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage outside normal device operation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.